Event description:
The hosp reported that the "metal tip broke off at the metal wire". No further clarification was provided for the malfunction. No pt effect has been provided, and the procedure was completed with another device. On 1/25/07, the device was received and it was observed that the c-ring cradle is separated from the c-ring support wire. C-ring detachment is a reportable malfunction.

Manufacturer narrative:
Investigation details: the visual inspection shows that the c-ring cradle is completely out of the cannula and separated from the c-ring support wire. The complaint is confirmed. Probable cause of this failure is due to insufficient adhesive during a mfg process. Mfg personnel will be notified.